Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
A complaint was received with regards to a 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer that experienced a crack resulting in leakage and the patient waking up from sedation. This is report 2 of 2 events. The following issue was reported by the customer: "sedated patient, then significant agitation with the patient attempting self-extubating. Upon opening the protective dressings, the dressings were found to be soaked with propofol, and the octopus device was cracked. The same incident occurred the previous night therefore the octopus device was already replaced in less than 24 hours. Clinical consequences: the patient attempted self-extubating". The physician stated the issue the previous night happened with the same patient, the sedation was not fully administered the patient awakened, there was a risk of extubating due to agitation, no one was harmed, the octopus device was changed and the sedation was resumed.

Manufacturer narrative:
Corrected information can be found in the following field entries: -b2 - outcomes attributed to ae, -e1 - last name, -e3 - initial reporter occupation, -h1 - type of reportable event, -h6 health effect - clinical codes, -h6 health effect - impact codes, -h6 medical device problem codes, -h6 component codes.